Manufacturer narrative:
(B)(4) the device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Discarded by facility.

Event description:
There was a report of a complication with use of dual 3011 model reusable cryo probes. The case was a coronary artery bypass graft performed on pump with axial arterial cannulation and concomitant maze procedure. Bilateral pulmonary vein isolation and superior and inferior left atrial connecting lesions were performed successfully with bipolar radiofrequency. The surgeon then utilized two 3011 cryoprobes to perform additional lesions. The first probe was engaged and reached temperature below -40° c. As the second probe was brought into position. The surgeon noted a small hole that was created when the two probes were pressed together. He instructed the first probe to be defrosted and both probes were removed. The area was then repaired with suture and the case proceeded. At this time there is no report of lasting effect to the patient.